Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a lesion exhibiting 70% stenosis located in the lad. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/ advancement to the lesion. The patient is reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: the stent was not positioned on the balloon between the marker bands as per specifications. The mid to distal portion of the stent had stretched over the distal markerband. Deformation was evident to the 1st to the 14th distal stent wraps with the struts appearing raised and stretched. Slight deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.